Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop spots on their lungs. There is no report of the medical intervention that the patient has received at this time. In initial report section b5 was incompletely mentioned and the updated section b5 should be- the manufacturer was previously received information alleging of having shortness of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes the contaminates found are consistent with dust and dirt, different colored fiber or hair contaminate, dark sheen contamination, and a yellow particulate contaminate. There was no evidence of sound abatement foam degradation. Section d9, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop spots on their lungs. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 23, 2024. Section h11 should be reported as the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop spots on their lungs and shortness of breath. There is no report of the medical intervention that the patient has received at this time. There is no patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was changed to blank (previously it was hospitalization). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.